Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter was displaying an "error 5" message during testing. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began at an unspecified time on (B)(6) 2016. The reporter informed the csr that the patient manages her diabetes with a combination of pills, diet and exercise and claimed the patient took less food and drink due to the error message appearing. The reporter stated that the patient did not develop any symptoms as a result of the alleged issue however claimed the patient attended the urgent care clinic on october 24, 2016 at around 4:00pm where she was treated with insulin (unknown type and dose). The reporter denied that the patient's blood glucose was tested on any other device. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr noted that the patient was testing with test strips that appeared in good condition, were not expired or past their discard date and that the correct testing process was being followed. The csr walked the patient through a retest and the alleged issue was resolved. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.